Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of an aneurysm. During the coiling procedure, it was reported that the first two coils were implanted into the aneurysm without any issues; however, the third pipeline could not be detached with the instant detacher or via the manual method (an alternative detachment method presented in the instructions for use). Upon withdrawing the coil back, it was discovered that the implant coil had detached and was lost.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation without the detached implant coil as it was lost (outside the patient) at the site. The evaluation could not determine the cause of the event; however, the pusher assembly was found broken which likely led to the detachment of the implant coil. (B)(4)